Event description:
Reportedly, error messages appeared during pre-implant device interrogation. Preliminary analysis revealed that the device switched in standby mode on (B)(6) 2020, following the detection of corrupted data in the device memory. The root cause of this corruption could not be identified. Normal operation was restored after re-initialization on (B)(6) 2020.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Due to technical constraints, the correct country cannot be indicated in field. The country where this event occurred is (B)(6).

Event description:
Reportedly, error messages appeared during pre-implant device interrogation. Preliminary analysis revealed that the device switched in standby mode on (B)(6) 2020, following the detection of corrupted data in the device memory. The root cause of this corruption could not be identified. Normal operation was restored after re-initialization on (B)(6) 2020.